Manufacturer narrative:
On november 22, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation procedure with unknown size unknown tissue expanders and experienced expander deflation at the seam on her right side. As a result, the patient underwent replacement surgery on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
As per additional information received on november 7, 2023, the following fields have been updated on this form: field d1 for brand name has been updated to "mentor cpx 4 breast tissue expander with suture tabs". Field d4 for catalog number has been updated to "3549215" . Field d4 for lot number has been updated to "9759853". Field d4 for unique identifier( UDI) has been updated to (B)(4). Field g4 for PMA/ 510(k) has been updated to "k130813". A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 15, 2024, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. During visual analysis of the returned sample med height te w/sut tabs 650cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed a tear between the union of the shell and bladder on the posterior view. Microscopic examination was performed on the tear between the union of the shell and bladder, and the cause of the tear could not be identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. According to the manufacturing investigation and with consideration to the observations from evaluating the complaint device, the manufacturing records and the existing process controls, the tear reported in could not be confirmed to be caused by manufacturing. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).